Event description:
Country of complaint: (B)(6). During histerorrafia two units loose (needle detachment) of safil (B)(4). (Hysterorrhaphy; suture of an incised or ruptured uterus).

Manufacturer narrative:
Us agent notified on (B)(4) 2013. Evaluation is in process at manufacturing site.